Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous electrode exhibited noise and oversensing. Patient isometrics were performed to test the lead and the noise could be reproduced with positional changes. Technical services (ts) discussed possible causes of the noise, including an electrode fracture. Additionally, the patient received an inappropriate shock due to the noise and oversensing. The patient reported having pain and blacking out for a short time. Tachycardia therapy was subsequently programmed off and the patient was fitted with a life vest until the device could be explanted. No additional adverse patient effects were reported. The product remains in service. Additional information was received which reported that the electrode was later explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous electrode exhibited noise and oversensing. Patient isometrics were performed to test the lead and the noise could be reproduced with positional changes. Technical services (ts) discussed possible causes of the noise, including an electrode fracture. Additionally, the patient received an inappropriate shock due to the noise and oversensing. The patient reported having pain and blacking out for a short time. Tachycardia therapy was subsequently programmed off and the patient was fitted with a life vest until the device could be explanted. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this subcutaneous electrode exhibited noise and oversensing. Patient isometrics were performed to test the lead and the noise could be reproduced with positional changes. Technical services (ts) discussed possible causes of the noise, including an electrode fracture. Additionally, the patient received an inappropriate shock due to the noise and oversensing. The patient reported having pain and blacking out for a short time. Tachycardia therapy was subsequently programmed off and the patient was fitted with a life vest until the device could be explanted. No additional adverse patient effects were reported. The product remains in service. Additional information was received which reported that the electrode was later explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.